Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Investigation has not started.

Event description:
The account generated a reactive hiv-1/2 eia result on a specimen that tested negative with confirmatory testing. The specimen tested repeatedly hiv-1/2 eia >2.0 s/co but rapid hiv test negative, western blot negative and hiv-2 negative. No pt info or history was provided. No impact to pt mgmt was reported.